Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "drawer failure" was confirmed during field service engineer testing and subsequently confirmed in the dchu testing process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that issue of fh drawer 5 being off bus with no recovery. During troubleshooting, the issue was diagnosed as a failed pmc cascading from a failed drawer controller, with diagnostic leds observed to be extinguished. Replacement components were installed; however, upon restart, the application generated the error "unable to reassign drawer, configuration does not match." The fse proceeded to install a second replacement pmc, drawer controller, and retractor band, and reseated the row board cable header, but the issue persisted after restart. Storage configuration continued to indicate row boards b and c off bus, although the row board diagnostic leds appeared normal. Based on these findings, the fse suspects a row board cable failure; however, the required replacement part was not available in the fse's inventory. As part of preventive maintenance fse replaced jadak scanner cable due to fraying. Once the row board cable arrived the fse replaced the defective unit and configured drawer and tested all pockets with no further issues observed. During dchu visual inspection p/n 353844-01: was received with copper strands in contact with adjacent strands with associated thermal damage observed. P/n 151622-01: the part received showed no signs of physical damage, fluid ingress, loose or missing components. No anomalies were found during visual inspection. P/n 151903-01: the parts received showed no signs of physical damage, fluid ingress, loose or missing components. No anomalies were found during visual inspection. P/n 150825-01: was received with no signs of physical damage or fluid ingress. No anomalies were found during visual inspection. During dchu testing p/n 353844-01: no dchu testing was required due to the thermal damage observed on copper strands during the visual inspection. P/n 151622-01: failed the dmm testing due to low resistance measurement and failed components d501/mosfet q501. P/n 151903-01: sn (B)(6): failed the dmm testing due to an open fuse f200. Sn (B)(6): passed the dmm and hta testing without anomalies or intermittent behavior observed. P/n 150825-01: passed the dmm and hta testing without anomalies or intermittent behavior observed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of "drawer failure" was due to: cross continuity between adjacent copper strands of the "assy retractor dwr hh cubie" (p/n 353844-01) which lead to the observed thermal damage and ultimately compromised the drawer functionality. Shorted components d501/mosfet q501 on the drawer controller board (p/n 151622- 01) which led to circuit instability and ultimately compromised the drawer functionality. A faulty pcba fh cubie pmc", p/n 151903-01 - sn(B)(6) caused by an open fuse (f200), which prevented the proper functionality of the board resulting in a failed drawer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed, which located on wrhcpcupx2. As per part investigation, it was determined that there was cross continuity between adjacent copper strands of the assy retractor dwr hh cubie which led to the observed thermal damage, shorted components d501/mosfet q501 on the drawer controller board and faulty pcba fh cubie pmc. There were no adverse events or injuries reported based on this event.